Event description:
On (B)(6) 2010, a respiratory therapist reported inomax ds device (B)(4) was not functioning. The device was not on a pt and no adverse event was reported by the respiratory therapist. A biomedical engineer found a leak in the head of the device and the hospital was then provided a replacement device.

Manufacturer narrative:
On (B)(6) 2010, a respiratory therapist reported inomax ds device (B)(4) was not functioning. A biomedical engineer found a leak in the head of the device. Eval summary: the investigation of the device is complete and is as follows: the device was confirmed to have a leak that was traced to the pressure switch. The pressure switch was replaced and it was confirmed the leak stopped and was corrected. The root cause of the incident was a failed pressure switch.